Event description:
Clinical report states the pt was revised because the femoral and tibial components were loose.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported mfg lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.